Event description:
On (B)(6) 2014, a (B)(6) female patient received 1st injection of arts dispo for rotator cuff injury in the left shoulder joint. Immediately after the injection, shoulder pain developed. At the night, she felt a chill and had fever of 39 degrees c. On (B)(6) 2014, she visited the injection physician and was admitted to the hospital with the purpose of observation. No fluid was retained. No pus-filled space was found in her medical image. Nsaid was prescribed. On (B)(6) 2014, her fever subsided.

Manufacturer narrative:
We are under investigation in details.